Manufacturer narrative:
The device was returned to olympus service business center and evaluation is in progress. In addition, customer provided the photo of the device showing the missing connector pin. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported on behalf of the customer a pin broke off of the telescope "oes elite", 4 mm, 12°, hd, autoclavable at the shaft/handle transition. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found the direction pin is broken off and the optical fiber is distally severely damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to inappropriate handling and/or the apply of external force (fall/drop, impact or shock). Olympus will continue to monitor field performance for this device.